Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter, UDI#: (B)(4). Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. It was unknown if the catheter will be returned to manufacturer for analysis. The patient's baseline weight at time of report was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 8596sc, serial/lot #:(B)(4), ubd: 11-jan-2019, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 06-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving dilaudid and bupivacaine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient had not noticed any improvement in his leg pain with the bupivacaine as of (B)(6) 2018. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 10:24. Interventions included flushing the catheter on (B)(6) 2018. Diagnostics included fluoroscopy on (B)(6) 2018. The results indicated the catheter was patent but sluggish. As of (B)(6) 2018, the patient reported no improvement. The device diagnosis was catheter occlusion. Additional interventions included catheter explant/replacement on (B)(6) 2018. It was noted that the event resulted in an unscheduled clinic or office visit. Per the patient, the pump was helping more significantly as of (B)(6) 2018, and the event was considered resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving dilaudid 30 mg/ml for a total dose of 4.894 mg/day and bupivacaine 20 mg/ml for a total dose of 3.262 mg/day. No further complications were reported/anticipated.